Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion, the flush port on the farawave pulsed field ablation catheter was observed to be damaged and had broken off. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found that the flush luer detached from the flush port. Functional testing was performed, and a guidewire was inserted through the catheter. The catheter was deployed to the basket configuration and successfully flowed. Microscopic inspection was performed and confirmed the separation of the strain relief/luer.

Event description:
It was reported that during insertion, the flush port on the farawave pulsed field ablation catheter was observed to be damaged and had broken off. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter was received for analysis.